Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to poor sleeve recovery was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for poor sleeve recovery and blood splatter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced poor sleeve function, blood spatter/leakage, and safety shield failure during use. The following information was provided by the initial reporter: material no: 368607, batch no: 9018751. Event description per email states, details of complaint (reported issue): problem with the internal sheath complaint category: fail to function / defective. Complaint noticed: during use. Initial reporter stated, sometimes the needle rubber does not close between tube changes, which can lead to contamination and contaminates our tubes with the patient's blood. When the security is activated, it causes splashing of the aerosol and sometimes the security caplet does not work well. Different batches have been tested and the same problem is repeated. Frequency of the problem observed: occasionally.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced poor sleeve function, blood spatter/leakage, and safety shield failure during use. The following information was provided by the initial reporter: material no: 368607, batch no: 9018751. Event description per email states, details of complaint (reported issue): problem with the internal sheath. Complaint category: fail to function / defective. Complaint noticed: during use. Initial reporter stated, sometimes the needle rubber does not close between tube changes, which can lead to contamination and contaminates our tubes with the patient's blood. When the security is activated, it causes splashing of the arresols and sometimes the security caplet does not work well. Different batches have been tested and the same problem is repeated. Frequency of the problem observed: occasionally.